Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to noise and oversensing. It was clarified that this happened while the patient was cleaning the wound scar. Further evaluation of the patient and system was discussed. The patient remained hospitalized while evaluating the system. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to noise and oversensing. It was clarified that this happened while the patient was cleaning the wound scar. Further evaluation of the patient and system was discussed. The patient remained hospitalized while evaluating the system. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that a second episode of noise and oversensing was observed. This time no inappropriate therapy was delivered. Further evaluation and troubleshooting were discussed. No adverse patient effects were reported.